Event description:
The patient reported blisters/welts 0n (B)(6) 2026 while using mcot with flexwire configuration and electrodes from lot number a10091-30. The patient sought medical treatment and was treated with prescription medication; however, the specific medication used is unknown. The patient did not follow the recommended skin preparation instructions, specifically not using the scrubber on the new area. The patient has a history of skin sensitivity/allergy to adhesive.

Manufacturer narrative:
The patient reported blisters/welts on (B)(6) 2026 while using mcot with flexwire configuration and electrodes from lot number a10091-30. The patient sought medical treatment and was treated with prescription medication; however, the specific medication used is unknown. The patient did not follow the recommended skin preparation instructions, specifically not using the scrubber on the new area. The patient has a history of skin sensitivity/allergy to adhesive. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient did not follow the recommended skin preparation instructions, specifically not using the scrubber on the new area and the patient has a history of skin sensitivity/allergy to adhesive.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.